Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. Corrections: the correct MFR report # is 6000034-2011-00053; not 6000034-2011-00011 as previously reported. The correct serial number is (B)(4); not (B)(4) as previously reported this report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient reported intermittent contact with the internal device. Numerous attempts were made to connect to the internal device, however, no connection could be achieved. It is unknown whether there are plans to explant the device and reimplant the patient as of the date of this report, (B)(6) 2011. The implanted device remains.